Event description:
The customer reported that during an arthroscopic knee procedure, the surgeon noted that the pt's knee was getting rock hard/swollen. This event occurred during the beginning of the procedure in a short period of time (within 15-30 seconds). Following this occurrence, the user turned off the pump using the remote control and saw the red light indicating the pump responded to the remote; however, the user reported that the pump did not shut off at this time. The procedure was completed by going to gravity and there was no further treatment required following this event.

Manufacturer narrative:
Investigation results: an evaluation of the returned pump found that it operated within specification for pressure sensing and flow. Further evaluation found the display was intermittent and the relief valve opened slow but neither of these findings would cause the reported event. Adequate info is not available regarding this event. The tubing set used during this event was not returned for evaluation. The user reported performing the patency test and checking for presence of the o-ring on the tubing set prior to use. In addition, the set up of the pressure sensing line and cannula is unk.